Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus and rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2022. The device was set-up and installed accordingly. During the procedure, the endoscope was inserted towards the lesion of the patient. When the handle was rotated, it was found that three bands interwoven together at the same time and could not be used. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the white band intertwined with a blue band. Additionally, it was reported that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit); however, per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.